Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician; (B)(4) - no complaint was received with return of the device. Failure (event) observed during analysis. External insulation abrasion was found at 45.4 to 45.7cm from the tip consistent with friction to the ICD can. The rv conductor etfe coating was intact at the same location. Internal insulation abrasion was found at 19.9 to 21.0cm from the tip. The reconductor etfe coating was intact at this location.